Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2021-06303. It was reported the patient experienced ineffective therapy. Reprogramming did not resolve the issue. Diagnostics indicated that the leads had multiple contacts with high impedances. X-ray imaging shows possible lead fracture. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue, therefore all leads are being reported.